Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
It is reported that the patient presented with two lesions in the right sfa. During index procedure, the physician used an evercross pta balloon catheter. Approximately 8 months later the patient presented with intermittent claudication in right limb. An unknown stent was implanted to treat restenosis of the right sfa. The patient was discharged the following day in good condition.